Event description:
Reporter reported to us that a hosp in another country discovered that, the cut line at the suction port end of the rt021 catheter mount was too shallow, not allowing a suction catheter to be placed into the catheter mount. This problem was found by the hosp on 8 catheter mounts.

Manufacturer narrative:
Lots: 060307 and 060321.